Event description:
A nurse banged on a sag 4838-tr sharps container to assist a deposit of a needle and syringe which got caught on the inner flap of the container. When nurse did this, the flap flipped up causing the needle to pop up sticking the nurse on the tip of her right hand. The nurse couldn't remember if she used a horizontal or vertical deposit. The source patient was known to be a high risk patient. The nurse was given oral human immunideficiency virus prophylaxis with three drugs. The facility did not intend to file an MDR.